Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue and syncope. The right ventricular lead exhibited noise. The lead was capped and replaced. The patient was stable after the procedure.